Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'deformed lip' with the incident lot was observed. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of 'deformed lip' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a molding defect (short shot). The following information was provided by the initial reporter. The customer stated: "the lip of the tube was deformed, which caused an instrumental error. Defect noticed after blood collection."